Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device experienced device damage/deformation. The following information was provided by the initial reporter: before use for a patient, the hcp noticed that the septum of q-syte was deformed.

Manufacturer narrative:
H.6. Investigation: DHR could not be performed for this complaint due to the unknown lot#. Our quality engineer inspected the sample and photographs submitted for evaluation. The evaluation of the submitted photos and the returned sample displayed the septum was partially pushed into the q-syte top body. There was no evidence of residual septum material or adhesive deposits on the rim of the top body. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to a misalignment at set-up.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device experienced device damage/deformation. The following information was provided by the initial reporter: before use for a patient, the hcp noticed that the septum of q-syte was deformed.